Event description:
It was later reported that the patient had signs and symptoms of infection. The patient experienced swelling at the pump site, the site was warm to touch and it was red and itchy. The physician did not think it was an infection. He thought it was just topical irritation. When the patient went in for a catheter revision, the pocket was opened to disconnect the catheter. The pocket ¿did not look right¿ to the doctor; it looked irritated. He cultured the pocket and sent it off for in-depth analysis. He decided to remove the pump to be cautious. The reporter could not remember if the catheter was removed as well. The patient was going to have a new pump and catheter placed on (B)(6) 2013. The culture results were believed to be negative. It was later reported that the surgery was scheduled for (B)(6) 2013. The patient was going to get a 40ml pump. It was unknown if the patient would receive a new catheter. All information regarding this event will now be reported under this manufacturer report #. Please see manufacturer report #3004209 178-2013-16728 for additional previously reported information.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the pump pocket was found to be infected during a catheter revision. The patient experienced drainage/incisional wound opening at the device pocket. The healthcare provider (hcp) sent tissue for lab analysis, but the entire system was left in place. The infection disease doctor was to follow up with the patient. The patient required hospitalization. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report. Please see manufacturer report # 3004209178-2013-16728 for information regarding the catheter revision.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: 2012, product type: catheter. (B)(4).